Event description:
The hcp reported the pt was experiencing underinfusion symptoms. The aspirated volume did not match the calculated volume and the pump was determined to be underinfusing. The pump was explanted and replaced. The pt is reported to have good pain relief post replacement.